Event description:
It was reported that a week prior to the report, the patient tripped and fell, but did not land on the device. The reporter stated that the patient noticed that the device had moved up towards her belly button. It was reported that the patient did not have pain or any stimulation problems. It was noted that there was slight pain when the patient used a belt on her pants, but without a belt she was fine. Eighteen days later, it was reported that the cause of the event was a fall and the device migrated. The patient was scheduled for a pocket revision on (B)(6) 2013. The reporter stated that the patient required hospitalization and outcome was noted as ongoing serious illness. It was noted that the patient had worsening gastroparesis symptoms. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2006 (B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2006 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).